Manufacturer narrative:
(B)(4). Physio-control has advised the customer to replace their device based on the age of the device and that it does not have any repair options available. Physio has attempted to determine the status of the device, but no response appears forthcoming. The device has not been returned to physio for evaluation. The cause of the reported failure could not be determined.

Event description:
The customer reported that their device was showing all three icons on the display (attention, service wrench and charge-pak). With all three icons showing on the device, the internal hlc batteries are likely depleted to a point where the device cannot provide effective defibrillation therapy delivery. There was no patient use associated with the reported failure.